Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they have had a serious issue with constipation since they were implanted. Patient said on thursday they had an infection and was up all night trying to pass and it took 3 days to pass everything and then it started all over again and they didn't go for 4 days this week and finally went this morning but they were having to take all kinds of laxative stuff. Patient and their husband realized that it has to be the implant so they turned it all the way down and it's barely on so it's not doing anything for the bladder control. Patient mentioned that they had antibiotics and narcotics during the surgery and did not take anything after they got home. Patient asked if the product causes constipation. Reviewed adverse events could be related to bowel movements. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient has an appointment with healthcare provider next week.